Manufacturer narrative:
Argus case (B)(4).

Event description:
Part of the skin on the patient's nose was removed [application site peeling]. Extremely painful [pain]. Woke up gasping for breath [gasping]. Dependent on these for years [device dependence]. Case description: this case was reported by a consumer via call center representative and described the occurrence of application site peeling in a female patient who received breathe right nasal strips nasal strip for nasal septum deviation. This case was associated with a product complaint. On an unknown date, the patient started breathe right nasal strips. On an unknown date, an unknown time after starting breathe right nasal strips, the patient experienced application site peeling, pain, gasping, device dependence (serious criteria gsk medically significant) and product complaint. The action taken with breathe right nasal strips was unknown. On an unknown date, the outcome of the application site peeling, pain, gasping, device dependence and product complaint were unknown. It was unknown if the reporter considered the application site peeling, pain, gasping and device dependence to be related to breathe right nasal strips. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the patient had been using breathe right nasal strips for the past 10 years to help to had a better sleep as the patient had a deviated septum. When the patient removed nasal strip, part of the skin on nose was removed with the strip. The patient had never experienced this before. It was extremely painful. The patient only had the strip on for less than 8 hours. The patient purchase the breathe right nasal strip value pack from and had been doing so for years. This was extremely disappointing. The patient could not wear a breathe right strip last night due to the damage to skin and woke up gasping for breath. The patient had been dependent on these for years and fear using them in the future. Follow up information received from quality assurance department on 08 nov 2019: quality assurance analysis revealed the product complaint to be unsubstantiated. It was stated that without a lot reported the retained samples could not be reviewed. There was no evidence to substantiate the complaint.

Manufacturer narrative:
Product quality investigation summary for case (B)(4) issue (B)(4) concluded on (B)(6) 2019: product was not returned for evaluation. Each batch of strips are tested for all required quality characteristics during manufacturing. Only approved materials are used in any lot of breathe right nasal strips. Any lot which exhibits defects or improper performance would fail such test and would not be released to market. The adhesive used for all breathe right strips, regardless of type, has not changed in over four years. Without a lot reported, we cannot review retain argus case (B)(4).

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of application site peeling in a female patient who received breathe right nasal strips nasal strip for nasal septum deviation. This case was associated with a product complaint. On an unknown date, the patient started breathe right nasal strips. On an unknown date, an unknown time after starting breathe right nasal strips, the patient experienced application site peeling, pain, gasping, device dependence (serious criteria gsk medically significant) and product complaint. The action taken with breathe right nasal strips was unknown. On an unknown date, the outcome of the application site peeling, pain, gasping, device dependence and product complaint were unknown. It was unknown if the reporter considered the application site peeling, pain, gasping and device dependence to be related to breathe right nasal strips. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the patient had been using breathe right nasal strips for the past 10 years to help to had a better sleep as the patient had a deviated septum. When the patient removed nasal strip, part of the skin on nose was removed with the strip. The patient had never experienced this before. It was extremely painful. The patient only had the strip on for less than 8 hours. The patient purchase the breathe right nasal strip value pack from and had been doing so for years. This was extremely disappointing. The patient could not wear a breathe right strip last night due to the damage to skin and woke up gasping for breath. The patient had been dependent on these for years and fear using them in the future. Follow up information received from quality assurance department on 08 nov 2019: quality assurance analysis revealed the product complaint to be unsubstantiated. It was stated that without a lot reported the retained samples could not be reviewed. There was no evidence to substantiate the complaint. Follow up information was received from quality assurance department received on 02 dec 2019: quality assurance (qa) department analysis revealed the complaint to be unsubstantiated. There was no evidence to substantiate the complaint.